Manufacturer narrative:
A sample device was not returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 06/01/2015. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that two years after the shunt was initially implanted, there was adhesion of the scleral flap tissues causing increased intraocular pressure. A filtration bleb reconstruction was performed. The corneal endothelial cell count also continued to decrease.

Event description:
A surgeon reported that five months after a glaucoma filtering shunt was implanted, a needling procedure with combination metabolic inhibitor application was performed. During the one year follow up examination, it was noted that the patient had a significant decrease in the endothelial corneal cell count readings. During this same time frame, the patient began using two different glaucoma eye drop medications as well. Additional information was requested.